Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Medwatch report number (B)(4) was received regarding a nanoclave stopcock where it was reported that the needleless connector on the 3-way stopcock attached to the PICC [peripherally inserted central catheter] was broken. Patient has a 2.6 dbl lumen PICC. Ffp [fresh frozen plasma] transfusion was connected to the needleless connector. Shortly into the transfusion, the red lumen was alarming occluded. Troubleshooting with rnts found that the needleless connector which the ffp was connected to was broken. Unclear when/how it broke. Ffp transfusion had to be paused and disconnected temporarily. Stopcock replaced with rnts. The product is causing a pump occlusion alarm, and fluids would not run through the needleless connector of the stopcock. This results in a break in the line to replace the product. Upon inspecting the stopcock, the inner sponge of the needleless connector remains depressed. Additionally, residue was noted in the needleless connector of the stopcock, which may have contributed to the occlusion alarm. The patient involve is a 1-month-old female and no reported patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.